Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced incorrect placement of the electrode array. The recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report.